Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Product event summary: (B)(4) was not returned for evaluation. The reported low flow event was not confirmed via review of the controller log files since log files covering the reported event date were not available for analysis. Information provided by the site indicated that, in additional to low flow event, the patient was found unresponsive and not breathing at home after their spouse heard a controller alarm. Emergency medical services (ems) was called. The controller continued to alarm, and the controller message stated ventricular assist device (vad) low flow. The spouse cleared the alarm, and it was noted that the vad speed was 2580, flow was 1.3, and power was 2.7. The driveline and both batteries were confirmed to be connected to the controller. The patient¿s spouse denied any alarms or issues with the vad during the day prior to the event. Emergency medical services (ems) arrived and hooked the patient up to a monitor, and pulseless electrical activity (pea) and asystole was observed. The patient could not be resuscitated and e xpired. The cause of death was pea arrest. Based on the available information, the device may have caused or contributed to the reported event. Based on risk documentation, multiple factors may have contributed to the reported low flow event including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Per the instructions for use, cardiac arrhythmia and death are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was found unresponsive and not breathing at home after their spouse heard a controller alarm. Emergency medical services (ems) was called. The controller continued to alarm, and the controller message stated ventricular assist device (vad) low flow. The spouse cleared the alarm, and it was noted that the vad speed was 2580, flow was 1.3, and power was 2.7. The driveline and both batteries were confirmed to be connected to the controller. The patient¿s spouse denied any alarms or issues with the vad during the day prior to the event. Emergency medical services (ems) arrived and hooked the patient up to a monitor, and pulseless electrical activity (pea) and asystole was observed. The patient could not be resuscitated and expired. The cause of death was pea arrest.